Event description:
The user facility reported a component of the bearing detached from the device and entered the surgical site during a lower jaw procedure. The user facility reported a revision procedure was performed and the component was successfully retrieved. No additional adverse consequences have been reported.

Event description:
The user facility reported a component of the bearing detached from the device and entered the surgical site during a lower jaw procedure. The user facility reported a revision procedure was performed and the component was successfully retrieved. No additional adverse consequences have been reported.

Manufacturer narrative:
This correction is being filed to update outcomes attributed to the adverse event.